Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing suspected false positive results from suspected optical crosstalk while running the enteric bacterial panel assay. A bd field service engineer (fse) was dispatched to the customer site where they performed reader normalization to correct the issue. The instrument was verified by the fse to be performing to specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument ct1090 is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct1090, and no additional work orders were observed for the complaint failure mode reported.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was fasle positive. The following information was provided by the initial reporter: customer has reported cross talk. Normalize with new card.

Manufacturer narrative:
PMA / 510(k)#: k111860, k130470. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was fasle positive. The following information was provided by the initial reporter: customer has reported cross talk. Normalize with new card.